Event description:
It was reported that during a surgical procedure using a coblator ii surgery system, the unit was emitting a "smoke" like smell. The procedure was completed using a back-up coblator ii surgery system. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but were not received.